Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of tear and wear, but no heavy soiling could be detected. The functional test was performed. After the device was switched on. After self test the syringe holder was opened and the hint "attention check wing detector" occurred. After the syringe was inserted in the pump the syringe table was not displayed. The syringe was not recognized by the pump. The pump was turned off. The drive head drove into park position despite an inserted syringe. The pump was disassembled. The malfunction stated in the complaint was caused by the piston break. The pin for the syringe-size potentiometer from the motherboard was not set in the notch of the piston break actuator. That is why the pin didn't move when the syringe holder was moved by the user. The plastic slide guide from the lower housing for the piston break was damaged. The drive unit and the drive head were replaced during a previous repair in the UK. Material compression were found on the load-bearing surfaces of the drive unit at the lower and upper housing. Due a service report from UK could be detected an exchange of the motherboard. After replacement of the drive the claws, the syringe holder and the drive (calibration step "pressure" in hibased) were calibrated with hibased 9.0.0 . The calibration was passed with a positive result. The complaint is confirmed. The malfunction stated in the complaint was caused by the motherboard. The pin for the syringe-size potentiometer from the motherboard was not set in the notch of the piston break actuator. The pin didn't move when the syringe holder was moved by the user. So the pump did not recognized the syringe.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6) . If we get further information, we will send a follow-up report. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility of the sales organisation from united kingdom: "over infusion". Customer information: the pump was not initially accepting the syringe but then appeared to recognise it. There was a further error message relating to the rate and the user felt that turning the pump off & on again may solve the issue. Unfortunately it appears that the pump had not fully recognised a syringe was loaded and it proceeded to go into park mode which resulted in the full contents of the syringe being administered to the patient as a bolus.